Manufacturer narrative:
(B)(4). The reported complaint for "gas was aspirated from the helium gas pipeline and tissue fluid was found" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported that "the catheter inserted into the patient. After 3 hours, the pump alarm helium gas leak. Gas was aspirated from the helium gas pipeline and tissue fluid was found. Remove the catheter and change new one". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. The sample was re-turned in a cardboard box and was in a sealed ziploc bag. Upon return, the teflon sheath was noted on the iabc. The one-way valve was noted tethered to the short driveline tubing. The iabc bladder was fully unwrapped. Two kinks to the iabc central lumen were noted at approximately 8.2cm and 24.4cm from the iabc distal tip. No blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. No other visual damage or abnormalities were noted to the returned sample. The sample was likely cleaned prior to the return. The bladder thickness was measured at six points with measurements ranging from 0.0076in-0.0080in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully comple ted due to a blocked/clotted central lumen. Immediate push back on the syringe plunger was experienced. The blockage, most likely dried blood, was unable to be cleared. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was im-mediately detected from the bladder membrane. Under microscopic inspection, a leak site con-sistent with contact from a sharp object was noted at approximately 20.9cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 8.2cm from the iabc distal tip, which is the loca-tion of the previously noted kink. Then the guidewire could not advance at approximately 21.3cm from the iabc distal tip, which is the location of the clotted central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 45.8cm from the iabc luer, which is the location of the clotted central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device p assed all manufacturing specifications prior to release. The reported complaint that "gas was aspirated from the helium gas pipeline and tissue fluid was found" is confirmed. During the inv estigation, a puncture consistent with contact from a sharp object was found on the iabc bladder, which can cause a helium loss alarm and allow blood to enter the helium pathway. Based on a review of the device history record (DHR), the product met specifica-tion upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The probable root cause is customer handling related. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that "the catheter inserted into the patient. After 3 hours, the pump alarm helium gas leak. Gas was aspirated from the helium gas pipeline and tissue fluid was found. Remove the catheter and change new one". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported that "the catheter inserted into the patient. After 3 hours, the pump alarm helium gas leak. Gas was aspirated from the helium gas pipeline and tissue fluid was found. Remove the catheter and change new one". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).